Event description:
Revision of attune insert as per protocol for infected knee. That is change bearing and 10 litre lavage. Bearing exchange was p/n 151620610 lot 268063. Revised to same size and thickness insert. Pt details: (B)(6). Original surgery (B)(6) 2014. Comments were patient was high risk for surgery due size. No x-rays available. Other comments were from surgical team that this is not an implant issue just an unfortunate occurrence joint registry form clearly indicated reason for revision was infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.